Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock and then went to the clinic for a follow up visit. The ICD was interrogated at which time a fault code was displayed indicating a possible device malfunction.